Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Reportedly, the cartridge was filled with 250 units of insulin, and the insulin gauge displayed a fill estimate of 60 units. There was no reported impact to the customer¿s blood glucose level. At the time of the reported event, the contact declined to perform troubleshooting with tandem technical support. Although requested, no further information was provided on the reported event.